Event description:
The customer reported an axsym bhcg result of 1,043 mlu/ml on a sample from a pregnant pt. The pt was redrawn two days later and the axsym bhcg result was 1,061 mlu/ml. The pt was informed that they were most likely having a miscarriage. No treatment was performed. Both samples were sent out for confirmation testing by an alternate method (method not specified) and results for both samples were approximately 23,000 mlu/ml. The physician was notified of the corrected results. No pt injury was reported.